Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited the adhesive around objective lens was peeled. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the objective lens glue was peeled off and confirmed the subject device was verified to fail to meet specifications and the functions. Although we could not specify the root cause of the suggested event, it is likely the defective event was caused by stress of repeated use, external factors or handling of the device. A definitive root cause cannot be determined. It was confirmed that instructions for ltf- s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.